Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: please describe what steps were taken to remove the device from the patient. - surgeon shook device and it released. Was intervention required to repair the vessel structure? If yes, please explain. - no what was the condition of the patient following surgery - stable, discharged, critical - please explain? - patient was fine after surgery and product did not affect recovery.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic adrenalectomy procedure, a clip was applied to a vessel and the device remained stuck on the vessel. No further information is available at this time. It is reported that there was no impact to the patient. It is unknown how the procedure was completed.